Manufacturer narrative:
The customer reported the tubing began leaking from the pump set, and returned one used sample of material 2420-0007, lot 25065378. Upon initial visual examination, the set verified the complaint of separation from the lower fitment. The tubing was examined under a microscope, and insufficient solvent was found. A device history record review for material# 2420-0007 and lot# 25065378 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 16jun2025. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing plant found the root cause for the separation to be related to incorrect solvent application by the assembler. The plant implemented several actions to address the failure, including: issuing a quality alert to communicate correct assembly procedure, generate a work order on the solvent dispenser, reinforce the cleanliness of the work area, visual inspection will be carried out to verify compliance of the solvent dispenser, and the arrangement of equipment and fixtures will be updated in the workstation.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review for material# 2420-0007 and lot# 25065378 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 16jun2025 .there were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that bd alaris smartsite pump infusion set was leaking the following information was received by the initial reporter with the following verbatim it was reported by customer that IV pump albumin began leaking everywhere at pump site and from infusion set/tubing.